Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump under the left breast and left nipple", "when laying on tummy or puts a bit harder pressure on breast it causes pain", and "suspecting that the implant is ruptured."

Event description:
Patient reported "lump under the left breast and left nipple", "when laying on tummy or puts a bit harder pressure on breast it causes pain", and "suspecting that the implant is ruptured." Patient additionally reported "back pain for weeks", "pulling sensation in the lower back area" and "feels tired"; these events are not device related. The device remains implanted. Left side.